Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. It was reported that the pump was being used infuse medication intermittently when it gave a near empty alert. The registered nurse went to put flush on medication and got a biomed error. There were no adverse events reported.